Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an iabp education class, during the "hands on" work with the pump, the cardiosave intra-aortic balloon pump (iabp) manual helium gauge showing green. Visual gauge on the pump monitor showing red with audible low helium alarm. There was no patient involvement.

Manufacturer narrative:
Customer biomed team has order parts to self repair the pump. Pump is not covered by a getinge service plan. The customer opted to not repair the unit.